Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced chronic infection around the implant site. Antibiotics were prescribed (date and type not reported), wound and surgical debridement was performed on (B)(6) 2012, but the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.